Manufacturer narrative:
A service report was submitted by dmta field service engineer following the evaluation of the device identified by this complaint. This technical system safety check was conducted 29 january 2020 and the findings concluded that the device was in compliance with dornier specifications. Patient hematoma is listed as a potential adverse effect and complication in the dornier delta iii operating manual. Details concerning the patient outside of the confirmation of hematoma were not provided to dmta for review. The result of this investigation revealed no defects or inconsistencies with the identified device. The review of the device conducted for this investigation concluded the identified unit (B)(4) was manufactured and functioning within dornier specifications.

Event description:
Patient hematoma reported.

Event description:
The complainant reported 4 units of 270 micron fibers which were observed to burn during use.

Manufacturer narrative:
The complaint samples received 27 april 2020 were reviewed and the evidence of burning on each of the returned four (4) units was confirmed. The state of the laser last used with this holmium fiber is not confirmed and the cause of the apparent burns could not be confirmed from the sample review. The sterilization method used by the complaint facility is also unconfirmed. Each of the returned units was confirmed to have multiple case usage recorded. It can be confirmed each holmium laser fiber is 100% inspected for both visual and power testing performance defects prior to release for distribution and the rfid scan verifications on the return units confirmed each unit was performing to specification prior to release for distribution.